Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient developed right heart failure symptoms on (B)(6) 2022. The patient visited the clinic and was severely hypovolemic. The doctor recommended admission, but the patient declined and wanted to attempt oral medication management. The patient received the following medication changes: 80mg of intravenous lasix (furosemide) once and 50meq of potassium in the clinic. Torsemide (demadex) was increased to 80mg twice a day. The patient was to begin 20meq of potassium a day. Comprehensive metabolic panel (cmp) on (B)(6) 2022 was normal. On (B)(6) 2022, the patient's cmp returned to baseline.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on hm3 lvas, serial number: (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure as potential adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Section 6 of the IFU, "patient care and management" (under "ongoing patient assessment and care"), lists hypovolemia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Correction: the patient was severely hypervolemic when they visited the clinic.